Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's rear case to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Loose battery pins in the device's rear case was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker determined damage to the device's rear case resulted in the battery pins to become loose, which was the cause of the reported issue.